Event description:
Ous MDR - after an implantation time of about 12 months, inappropriate shocks were reported. There were no adverse pt side effects reported. Bother the ICD and the lead were explanted. Lumos vr-t, (B) (4), MDR 102823-2009-01263.

Manufacturer narrative:
Ous MDR - the analysis of the lead demonstrated a rubbed through insulation between the connector cable to the rv shock coil and the inner coil, resulting in a short circuit between the two potentials. Furthermore, the coating of the connector cable was found damaged in that section. These findings can be considered as the causes for the oversensing issues as mentioned in the complaint description. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to abnormal mechanical stress in the implanted state. The analysis of the ICD as well as the analysis of the lead did not reveal any sign of a material or manufacturing problem.